Event description:
The customer reported to philips healthcare that the ac connector on the ac power module had pulled out and the device would not turn on. There was no patient involvement.

Manufacturer narrative:
.